Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent right tkr on (B)(6) 2018. The patient has been admitted with an infection in another area of the body on (B)(6) 2021. The infection then spread to the knee. Patient revised on (B)(6) 2021, washout performed, insert replaced with one of the same size. (B)(4).